Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-aug-2020. The most recent information was received on 20-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('functional idiopathic enometrorrhagia'), coccydynia ('chronic coccygodynia') and ovarian cyst ('cyst in left ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure thermoablation performed with essure in place" on (B)(6) 2015. The patient's medical history included urethral stenosis in 2008, urethral dilation procedure (for urethral stenosis) in 2008, stress incontinence, female in 2008, mid-urethral sling procedure (for urinary incontinence) in 2008 and uterine abrasion in 2008. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced coccydynia (seriousness criterion disability). On (B)(6) 2015, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("searing pain in the ovaries"), neuralgia ("neurological pain (sciatica, right foot pain, proctalgia fugax)"), sciatica ("sciatica"), pain in extremity ("right foot pain"), levator syndrome ("proctalgia fugax"), asthenia ("persistent asthenia"), arthralgia ("wrist pain"), depression ("depression"), alopecia ("hair loss") and disturbance in attention ("difficulty concentrating") and was found to have urine analysis abnormal ("urine analyses show that I still have heavy metals"). The patient was treated with antidepressants and surgery (cystectomy left ovary on (B)(6) 2018 and diagn.hysteroscopy endometrial curett.novasure thermocoagul.(B)(6) 2015, hysterosalpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, adenomyosis, ovarian cyst, adnexa uteri pain, neuralgia, sciatica, arthralgia and disturbance in attention outcome was unknown and the coccydynia, urine analysis abnormal, pain in extremity, levator syndrome, asthenia, depression and alopecia had not resolved. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, alopecia, arthralgia, asthenia, coccydynia, depression, disturbance in attention, levator syndrome, menometrorrhagia, neuralgia, ovarian cyst, pain in extremity, sciatica and urine analysis abnormal with essure. The reporter commented: period of onset from 2008 to 2018. On (B)(6) 2008 (also reported essure sterilization on (B)(6) 2008): diagnosis: level 3 stress urinary incontinence + urethral stenosis + sterilisation: transobturator midurethral sling surgery + urethral dilation + hysteroscopy with routine curettage and occlusion of the fallopian tubes as per the essure procedure on (B)(6) 2015: diagnosis: functional idiopathic menometrorrhagia. Intervention: diagnostic hysteroscopy (no visualisation of essure) with endometrial curettage (appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus) and endometrial thermocoagulation by endoscopic route as per the novasure procedure. Removal of the implants in their entirety by mini-cornuectomy associated with a bilateral salpingectomy. At the same time, removal of a cyst in the left ovary that was still present. After essure removal, I am still depressed, on an antidepressants, I am still on sick leave for chronic coccygodynia diagnosed in 2014 and proctalgia fugax, hair loss, asthenia, pain in the right foot. The results of urine analyses show that I still have heavy metals, I am waiting to hear from hospital where I am being treated. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: routine curettage. Fallopian tube sterilization with essure; on (B)(6) 2015: no visualisation of essure. Appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('functional idiopathic menometrorrhagia'), coccydynia ('chronic coccygodynia') and ovarian cyst ('cyst in left ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure thermoablation performed with essure in place" on (B)(6) 2015. The patient's medical history included urethral stenosis in 2008, urethral dilation procedure (for urethral stenosis) in 2008, stress urinary incontinence in 2008, mid-urethral sling procedure (for urinary incontinence) in 2008 and uterine abrasion in 2008. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced coccydynia (seriousness criterion disability). On (B)(6) 2015, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("searing pain in the ovaries"), blood heavy metal increased ("urine analyses show that I still have heavy metals"), neuralgia ("neurological pain (sciatica, right foot pain, proctalgia fugax)"), sciatica ("sciatica"), pain in extremity ("right foot pain"), levator syndrome ("proctalgia fugax"), asthenia ("persistent asthenia"), arthralgia ("wrist pain"), depression ("depression"), alopecia ("hair loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with antidepressants and surgery (cystectomy left ovary on (B)(6) 2018 and diagn. Hysteroscopy endometrial curett. Novasure thermocoagulate. (B)(6) 2015, hysterosalpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, adenomyosis, ovarian cyst, adnexa uteri pain, neuralgia, sciatica, arthralgia and disturbance in attention outcome was unknown and the coccydynia, metal poisoning, pain in extremity, levator syndrome, asthenia, depression and alopecia had not resolved. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, alopecia, arthralgia, asthenia, coccydynia, depression, disturbance in attention, levator syndrome, menometrorrhagia, metal poisoning, neuralgia, ovarian cyst, pain in extremity and sciatica with essure. The reporter commented: period of onset from 2008 to 2018. (B)(6) 2008 (also reported essure sterilization on (B)(6) 2008): diagnosis: level 3 stress urinary incontinence + urethral stenosis + sterilisation: transobturator midurethral sling surgery + urethral dilation + hysteroscopy with routine curettage and occlusion of the fallopian tubes as per the essure procedure. (B)(6) 2015: diagnosis: functional idiopathic menometrorrhagia. Intervention: diagnostic hysteroscopy (no visualisation of essure) with endometrial curettage (appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus) and endometrial thermocoagulation by endoscopic route as per the novasure procedure. Removal of the implants in their entirety by mini-cornuectomy associated with a bilateral salpingectomy. At the same time, removal of a cyst in the left ovary that was still present. After essure removal, I am still depressed, on an antidepressants, I am still on sick leave for chronic coccygodynia diagnosed in 2014 and proctalgia fugax, hair loss, asthenia, pain in the right foot. The results of urine analyses show that I still have heavy metals, I am waiting to hear from hospital where I am being treated. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: routine curettage. Fallopian tube sterilization with essure; on (B)(6) 2015: no visualisation of essure. Appearance may suggest adenomyosis lesions with glandular crypts in the uterine fundus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.